Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 30 mg/dl. In addition, customer¿s blood glucose level was below 20 mg/dl and 112 mg/dl. Customer was passed out due to low blood glucose level. The insulin pump will not be returned for analysis.